Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch up cable was broken at the distal clevis hub and stuck out at the wrist. The other cables at the instrument's wrist were undamaged. No other damage was found. The damage to the instrument found during failure analysis investigation do not constitute a reportable event; however, the broken pitch cable could likely cause or contribute to an adverse event, if it were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, frayed wires were identified on the prograsp forceps instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.